Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: when the user aspirated blood from blue line of the irrigation tube with a syringe, not only blood but also air was aspirated. (No air was aspirated from red line.) It occurred to both catheters. (Associated to 9680794-2023-00916). No injury to the patient was reported.

Manufacturer narrative:
(B)(4). The customer report of a leaking catheter body was confirmed through investigation of the returned sample. It was observed that the compression fitting did not completely cover the threads from the connector assembly on the returned device. Functional leak testing confirmed a leak emanating from the compression cap. The fitting was removed, and the compression sleeve was observed to be partially advanced over the threads and appeared slightly damaged. The compression sleeve and fitting were removed from the device and then reassembled per the instructions-for-use (IFU). After reassembling, the catheter assembly passed all relevant functional requirements, including leak testing. A device history record review revealed no relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that: when the user aspirated blood from blue line of the irrigation tube with a syringe, not only blood but also air was aspirated. (No air was aspirated from red line.) It occurred to both catheters. (Associated to 9680794-2023-00916).no injury to the patient was reported.